Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for use. During testing, the sheath was caught by the burr, simultaneously, and burr broke. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.